Manufacturer narrative:
Added patient information that became available. The patient was successfully defibrillated initially but after a devastating series of CPR due to heavy cortison treatment during long time, which led to costafractures and skin bleeding. After two weeks, the patient passed away. If the nurse had received an alarm of short vt i.e 5 beats before the sustained vt she would have attached the patient to the defibrillator in order to give him a shock instantly instead of CPR. Configuration file has been received and currently in review. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the monitor behavior was not understood by the user and the patient passed away. It was indicated the department or specific user was not aware of the difference in alarm limits for the mx40 telemetry device and the mx750 monitor for ventricular tachycardia. The patient subsequently passed away.

Manufacturer narrative:
The customer reported that the monitor behavior was not understood by the user and the patient passed away. An mx750 monitor was being used at the time, and the high heart rate alarm was set to 150bpm. An alarm did occur after there was a sustained ventricular tachycardia arrhythmia over 200bpm. The patient was successfully defibrillated, and CPR resulted in costal fractures and skin bleeding, which was exacerbated by chronic cortisone treatments. The patient passed away two weeks later. The customer indicated if short vt alarms had been generated before the sustained vt, she would have connected the patient to the defibrillator earlier to avoid CPR; however, it was noted the facility has had short vt alarms inactivated since the installation. The clinical product specialist (cps) reviewed the configuration file provided. The settings for vt alarm for the vuxen easi (default profile) and vuxen standard profiles are vtach hr of 100 bpm and a vtach run of 20. These two profiles also have all the pvc alarms configured off. The vuxen spo2 profile however, has the vtach run is 5, and the pvc alarms are on. Based on this information, there does not appear there was a device malfunction that contributed to the reported event; however, a use or configuration related issue may have been a factor. The product is reportedly still in use, but with the updated configuration and is functioning as intended.